Event description:
Coupling and communication issues were reported. The implantable neurostimulator (ins) was overdischarged for the second time. The patient had been non-compliant with recharging and had not recharged his ins for approximately 3 months. Additional information received reported a physician mode recharge was not successful after attempting for 6 hours with 2 different rechargers. The antenna locate feature indicated there was a good connection and an x-ray verified the ins was not flipped. The patient was going to have the device replaced with a non-rechargeable ins pending insurance authorization.

Manufacturer narrative:
Lead model 3776-45, serial # (B)(4), implanted (B)(6) 2011, explanted unk; lead model 3776-45, serial # (B)(4), implanted (B)(6) 2011, explanted unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37712, serial# (B)(4), found the battery to be overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins, the total recharge count is 5. The last recorded recharge session done while the device was implanted was a physician mode recharge that reset the ins date to the default date (B)(6) 2000. The device was recharged for 18 minutes from 2.065v to 2.945v. Prior to the pmr the device was recharged on (B)(6) 2011, for 12 minutes. The battery charged from 3.900v to 3.935v. The parameter trend diagnostic section of the trace report shows patient usage on (B)(6) 2011. The battery discharged to the lock mode on (B)(6) 2011. A physician mode recharge was performed in the analysis lab on (B)(4) 2012. A normal recharge was started manually. The recharger had full coupling with approximately 1 cm of space between the antenna and the ins. The ins recharged for 4 hours and 20 minutes from 2.0v to 3.915v. The battery discharges rapidly. The overdischarge count was 2.

Event description:
Additional information received reported the implantable neurostimulator (ins) may have had three overdischarges. The ins was replaced with a prime cell battery for patient convenience.